Manufacturer narrative:
Section d4: primary UDI corrected. Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient had neuropathy and neurological dysfunction outside the hospital on (B)(6) 2024. The patient was admitted to the hospital on (B)(6) 2024. The patient had an intracranial hemorrhage in the left hemisphere that was diagnosed with a computed tomography scan (CT). The patient also had a right hemianopsia stroke. The neuropathy was due to complexity of medical management. The patient was on warfarin and aspirin at the time of the event and was given anticonvulsants and conservative treatment. The patient passed away on (B)(6) 2024 due to cerebral hemorrhage. The outcome was assumed to be device related. The device operated as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.